Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report of a separated pump segment with subsequent leaking was confirmed. Visual inspection showed that the set was completely separated just below the upper fitment. The upper retainer ring was not received with the complaint sample. Microscopic examination of the upper end of the pump segment revealed an indentation around the tubing, indicating that the upper retainer ring had been in place at one time. There were no distinct signs of additional damage to the pump segment or either of the fitments. Functional testing was not performed due to the separation. The root cause was not determined.

Event description:
The customer reported that during a tpn infusion the nurse noticed air in the line and flicked the tubing in an effort to get the air out. The pump segment then separated from the blue "latch" (presumed to mean the upper or lower fitment) and leaked prior to inserting it into the pump. There was no patient harm.